Manufacturer narrative:
A ge rep evaluated the system and found the problem to be with the interconnect cable, but no conclusion can be drawn as repair info is not available.

Event description:
It was reported that the system shut down on its own. No pt injury was reported.